Event description:
It was reported that the pt complained that his access to sound had decreased over time. On (B)(6) 2011, the pt said that he had not heard well over the past 3 days due to interference and he is no longer able to understand speech as well as before. The external components have been checked and each part is ok. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.